Event description:
During evaluation of a returned uv flash transfer set a baxter engineer found particulate matter in the tubing (fluid path) of the set. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The reported problem was found during the evaluation of a returned sample; however, the evaluation is not yet complete. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for particulate matter was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with a particle noted in the silicone tubing. A batch review could not be performed because the lot number was not provided.